Event description:
The patient was undergoing a thrombectomy procedure in the left pulmonary artery using the lightning aspiration tubing (lightning), indigo system cat12 aspiration catheter (cat12), and non-penumbra sheath. During the procedure, the physician initially obtained access in the main pulmonary artery (mpa) using a 6f sheath and a diagnostic catheter. The physician then upsized to a second sheath and completed two passes using the cat12. Subsequently, while using the cat12 in the left pulmonary artery (lpa), the physician noticed a perforation. It was reported that the cat12 was not advanced past the lpa. The physician then performed multiple angiograms of the mpa and lpa; however, the location of the perforation could not be located. Consequently, the patient expired. It is unknown if the perforation or patient's death was related to the use of the cat12.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the indigo aspiration system include, but are not limited to, vessel spasm, thrombosis, dissection or perforation, hematoma or hemorrhage at access site, inability to completely remove the thrombus, including death. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.